Event description:
A nalu peripheral nerve stimulator system was implanted on (B)(6) 2025 with the implantable pulse generator (ipg) being placed in the lower back area and leads targeting the cluneal nerve. Two months after the implant procedure, the patient notified a nalu representative that they had experienced fever/chills and noted the implant incision site was reddened. The patient presented at a local emergency department on the evening of (B)(6) 2025 and was found to have developed an abscess under the incision site. The patient was administered IV antibiotics and a full system explant was performed on (B)(6) 2025. The patient was discharged home with oral antibiotics.

Manufacturer narrative:
Based on the time frame, it is possible but unlikely that the nalu device or the surgical process were the source of the infection. It is more likely that bacteria entered the incision site at some point after the procedure either due to improper wound care or poor hygiene. Although it is unlikely that the infection was caused by the nalu device, an MDR is being filed out of an abundance of caution due to the unknown source of infection.